Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, machine restarted automatically without being manually powered on. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unexpected reboot on the station. The technical support specialist (tss) checked the event logs and found that there had been a database crash issue. The tss performed data synchronization on the station, which re-indexed the database and optimized its performance. The system functioned as intended after the technical support specialist resolved the issue.